Event description:
Scissor valve reportedly found stuck in closed position allegedly causing vent to become inoperable. Pt reportedly became dusky in color and experienced a decrease in heart rate and blood pressure. Oxygen saturation reportedly decreased to 19. Machine alarms functioned appropriately. Chest compressions initiated and pt ventilated with ambu bag. Oxygen saturation and vital signs recovered quickly. Vent returned to MFR.